Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat paroxysmal atrial fibrillation (pafib). It was reported that during insertion of device the pump detected air bubbles. The luer was observed to be broken and leaking. The catheter was removed and replaced it with a new one. The procedure was completed successfully without patient complications. The device is not expected to be returned for analysis as it was disposed already.